Event description:
Patient reported a right side "2 lumps on the right breast and right side excruciating pain," and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation device, creases fold, red particles, wear abrasion, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was/is capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified a deformation in the device, a creases fold, red particles, and wear abrasion and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported a right side "2 lumps on the right breast and right side excruciating pain," and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.